Event description:
It was reported the customer received a compromised force sensor system alarm. It was found the customer was snorkeling and forgot to take off their insulin pump. Customer also reported a crack on their insulin pump. Customer's blood glucose was unknown. Troubleshooting found the alarm occurred during the rewind/prime sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during prime alarm test due to moisture damage noted in force sensor resistor. Moisture damage was noted on lcd board and mother board. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.